Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that they had to change battery more frequently. The insulin pump was slow during rewind and had no delivery alerts. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery and occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).